Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed when an asymptomatic patient presented in clinic for a post-implant follow up. Reprogramming changes were made and the device remains implanted.